Event description:
It was reported that a problem existed with the recharging system involving coupling and/or communication issues. The method of repositioning the antenna and pressing the start charge button were reviewed. The potential for overdischarge was also reviewed. An ins overdischarge was suspected as it was reported that the ins battery was empty and had not been charged by the patient in "about a month." It was further reported that the patient had pain at the pocket site for "a couple of months." No further description was provided of the patient pain. It was later reported that the patient was receiving stimulation in an unintended location after being involved in a car accident. No further symptoms or details were provided.

Manufacturer narrative:
(B)(4)